Event description:
It was reported that a 70 yo female patient, initial right knee implanted on (B)(6) 2022, underwent a revision procedure on (B)(6) 2023, approximately 1 year 7 months post the initial procedure. The patient was revised due to poly wear and femoral loosening. There were poly issues with flaking and delamination. The surgeon performed a synovectomy and went to replace the poly liner. The femoral component ¿fell out¿ with a perfect cement mantal insitu. The patient was revised to a size 2 femoral component and size 2 11mm tibial insert. No patient x-rays were able to be obtained. There were no device breakages during the event. There was a 5-15 minute surgical delay, with no adverse event as a result. The patient was last known to be in stable condition following the event. No device returns anticipated as they were disposed of by the hospital. Device images were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: fluted stem extension 25l x 14 mm - 204-34-02 - 5619336, tibial stem ext. Screw - 204-70-00 - 5330904, lgc tibial fit tray cem sz 2f / 2t - 02-012-45-2020 - 5405940, lgc femoral ps cem right sz 2 - 02-010-01-0320 - 4338974. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface resulting in third body wear of the polyethylene. However, the failure cannot be confirmed as the device was not returned for investigation, pre-revision x-rays were unable to be obtained, and potential contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information. Inclusion of the implanted polyethylene tibial insert in the packaging recall may have been a contributing factor to the reported revision.